Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) performed system verification. According to serial number of laser head, this laser head has a c-ring sealing inside the laser head. This is a known issue and was addressed by the supplier. The root cause is the leakage of the c-ring sealing inside laserhead. The supplier has improved the sealings and implemented o-ring sealings. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) replaced the laser head. The system meets specification per service test procedure. The root cause could not be determined conclusively. The possible root cause is a faulty laser head. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A employee reported pressure was too low. Additional information was received.